Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed-up with the initial reporter and obtained the following additional information: the initial reporter was contacted, who confirmed that the reported issue occurred during central reprocessing. It was confirmed that the previous procedure was successfully completed with the da vinci surgical system without patient injury and with no fragments falling into the patient. The initial reporter indicated that patient demographic information is unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue that ¿cssd found damaged wire at tip after reprocessing.¿ the instrument was found to have a conductor wire with insulation damage. No material was missing. The instrument passed the electrical continuity test. System log investigation: a review of the instrument log for the long bipolar grasper instrument (pn: 470400-10, batch-sequence: n10200121- 0171) associated with this event has been performed. Per a review of the logs, the long bipolar grasper was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred after the 2nd use of the instrument. Site history review: a review of the site's complaint history does not show any additional complaints related to this product. Image/video review: an image of the device was provided which depicted an articulated long bipolar grasper with damaged insulation to the conductor wire. No thermal damage was present in the photo of the device. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument was returned with 8 uses remaining and, therefore, was not expired. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that, after central processing, the long bipolar grasper instrument was found to have a damaged cable at the tip. There was no report of patient involvement.